Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. This resulted in a blood glucose level reading labeled as "high," although the specific value was not available. Customer addressed the issue by administering a correction injection using multiple daily injections (mdi) and resolved the occlusions by changing the infusion set and cartridge to resume insulin therapy. There was no need for assistance from a third party.